Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was discovered at the end of the patient¿s treatment. Before the fluid leak was found, an m75 volume error warning occurred along with several m31 air detected in cassette alarms. When the cycler door was opened to remove the cassette, fluid was observed leaking out of the cycler and moisture was identified on the back of the cassette. It was unknown at what point in pd therapy the leak may have begun. No damage was found on the cassette. After the caregiver reported the fluid leak to ts, they were advised to discontinue use of the cycler. A replacement cycler was issued to the patient. They were advised to inform the patient's pd registered nurse (pdrn) of the replacement. Upon follow-up with the patient, it was confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient was able to complete manual pd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received. The patient stated they are continuing pd therapy on the new machine without any further problems. The cycler set was discarded and not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
H3 plant investigation: a complaint sample from the reported lot was returned to the manufacturer for physical evaluation. The sample was received in its original packaging. No damage was identified on the sample during visual inspection. The returned sample was subjected to functional testing on a liberty cycler. During testing there were no air bubbles, leaks, or other issues. The test was completed successfully, and the cycler set worked as intended without any abnormalities. After the test treatment was completed, the cassette was removed from cycler and no moisture was found within the cassette compartment. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. No device problem was found during the evaluation and the alleged complaint could not be confirmed.

Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was discovered at the end of the patient¿s treatment. Before the fluid leak was found, an m75 volume error warning occurred along with several m31 air detected in cassette alarms. When the cycler door was opened to remove the cassette, fluid was observed leaking out of the cycler and moisture was identified on the back of the cassette. It was unknown at what point in pd therapy the leak may have begun. No damage was found on the cassette. After the caregiver reported the fluid leak to ts, they were advised to discontinue use of the cycler. A replacement cycler was issued to the patient. They were advised to inform the patient's pd registered nurse (pdrn) of the replacement. Upon follow-up with the patient, it was confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient was able to complete manual pd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received. The patient stated they are continuing pd therapy on the new machine without any further problems. The cycler set was discarded and not available to be returned for evaluation.